Event description:
It was reported that the gamma xxl monitor on bed 1 in the medium care area did not generate a vf alarm. The pt had a pacemaker, but the users did not set the pacemaker detection to on. Spikes were counted as qrs complexes. The pt started to go into fibrillation, but the monitor reportedly did not alarm. Pt remained in fibrillation and every attempt to resuscitate the pt failed. It was reported that the pt eventually went into asystoly and died.

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.